Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the devices are powering off. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was not able to power on via battery due to a low battery voltage as received, however could power on using ac power. The device was also found to visually and audibly alarm during alarm conditions. No powering off issues were duplicated during testing.

Event description:
The customer reported that the devices are powering off. There was no patient impact or consequence reported.